Event description:
It was reported that the patient was experiencing pain at the ipg site due to weight loss. In turn, surgical intervention was undertaken wherein the ipg site was repositioned and the ipg was explanted and replaced to address the issue.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
The report of pain at the ipg site was not able to be confirmed. Analysis of the returned ipg found it communicated with all lab utilities and passed all functional testing (no anomalous outputs were observed). Discomfort or pain at the ipg site is commonly associated with patient anatomy and/or the location of the ipg pocket site. The report stated the patient will be having a pocket revision, along with the ipg revision, and that they recently reported some weight loss which may be a contributing factor.